Event description:
A customer in (B)(6) notified biomérieux of the misidentification of escherichia coli in association with the vitek® 2 gn ID test kit. The customer tested a urine sample isolate from compatible media (cpse) with vitek ms and obtained an identification of escherichia coli. The customer also tested the isolate, from compatible media (cpse) and cba after 24 hour incubation at 37 degrees c, with the vitek 2 gn ID card. This test was performed three times and each time a result of salmonella ser. Typhi was obtained. The customer sent the strain to another lab, and this lab obtained escherichia coli as the identification. The customer sent the isolate to cnr for identification, and they returned a result of "bacteria other than salmonella." The customer reported the identification of escherichia coli and stated that no wrong results were reported to a physician and there was no incorrect treatment given. The customer indicated a delay of greater than 48 hours in reporting results. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed. The investigation was initiated due to a misidentification of an e. Coli as salmonella ser.typhi on the vitek® 2 (v7.01) gn card. The intended result to e. Coli was confirmed on vitek® ms v3 (kb v3.0) and api® 50che strip. The reproducibility testing on vitek 2 gn cards from cba (cos bmx) subculture (customer lot 2410350103 called cl + random lot 2410391203 called rl) gave: very good identification to salmonella ser. Typhi 95% on the cl. Very good identification to e. Coli 93% on the rl. The customer result was reproduced in-house only on the cl. According to the comparison of biochemical profiles obtained on vitek 2, three (3) false negative tests lead to the misidentification. Conclusion: atypical strain that performs inconsistently in the vitek 2 gn card. Any identification of salmonella should be confirmed with another method such as serology. The vitek 2 gn lab report prints the message, "confirm by serological tests" for any identification of salmonella.